Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: the image from implant ((B)(6) 2011) showed a well expanded filter in a normal configuration, but slightly tilted as reported. One week later the filter appeared migrated and more tilted. If filter is slightly tilted during implant some of the primary filter legs may not hook the ivc wall as intended and consequently the flow may cause migration/further tilting. Filter retrieval may be difficult, and articles describe different techniques used in case the filter hook is difficult to catch or is embedded in the ivc. No evidence to suggest product not being manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2011: ivc filter placement was performed. On (B)(6) 2012: CT revealed the filter was migrated and the filter hook was positioned into renal vein. The physician is considering to perform open surgery. Additional information received 10jan2012: on (B)(6) 2011: ivc filter placement was performed. The filter was slightly tilted when it was placed. On (B)(6) 2012: CT revealed the filter was more tilted and the filter hook was positioned into right renal vein. The physician thought it would be difficult to remove the filter medically. He is considering to perform open surgery based on the image that was taken after the filter was migrated. On (B)(6) 2012: a surgeon of the medical facility decided to take a wait-and-see approach since no adverse effect to hemodynamics was observed. The patient is going to visit another medical facility for second opinion. Patient outcome: no adverse effect was observed as of (B)(6) 2012.